Event description:
It was reported that the device received 500.5040. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 500.5040 was confirmed due to s/w 9.33 mismatched and corrupted. Flashed s/w 9.33 passed. Also found the rear case was damaged at top, replaced it with a new rear case assembly. Performed leak down test and co2 calibration with passing results. A review of the device history record showed the device had a manufacture date of 22may2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received 500.5040. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received 500.5040. No additional information was provided. There was no patient involvement.